Event description:
The customer reported the sys failed to properly save pt image data. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive, hard drive, and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.